Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this patient's skin was discolored at the site of the device. Infection was suspected; however, it was not confirmed via testing. A revision procedure was performed and the system was explanted. No additional adverse patient effects were reported.